Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer stated that prior to the reported issue, the load process was being performed and they may have performed the process out of sequence.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. Should new information become available, a follow up supplemental report will be submitted if the device has been received